Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
B1, b2, b5, h1 h6 remove- 2199, 4582, 1013; add- 1905, 4614, 4617, 1503 b1, b2, b5, h1 h6 remove- 2199, 4582, 1013; add- 1905, 4614, 4617, 1503

Event description:
It was reported that ongoing altitude alarm occurred. Reportedly, on 1/20/25 the customer went to the emergency room due to elevated bg of over 500 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer was treated with intravenous fluids. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. Customer reverted to an alternate method of insulin delivery.